Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). UDI: (B)(4).

Event description:
It was reported the lead had high impedances during the implant surgery. As a result, the lead was replaced with a new one.